Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. Heli-fx endoanchors were implanted to treat a stent graft migration approximately 5 years post the index procedure. An endurant aortic cuff was also implanted on the same day. It was reported that during the re-intervention procedure, there was partial unintentional coverage of the renal arteries, due to the aortic cuff placement. The patient had associated symptoms of acute kidney injury. The patient was admitted to the intensive care unit and recovered with treatment. The investigator assessed the event as possibly related to the reintervention procedure, unlikely related to the endograft, not related to the endoanchors.. No additional clinical sequelae were reported and the patient is fine.